Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified: device is seen ruptured. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
The event of lymphadenopathy, and anxiety are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿enlarged axillary lymph nodes,¿ ¿breast implant damaged,¿ and "removal due to patient's concern with the product."

Event description:
The patient reported ¿the doctors found enlarged axillary lymph nodes,¿ ¿breast implant damaged,¿ and "removal due to patient's concern with the product." Left side. Device remains implanted.